Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and collimator were aligned and adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's collimator was misaligned. No reports of pt and or staff injuries.